Event description:
It was reported that pump experienced malfunction code 1, and caller stated pump did not turn back on after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with assistance from technical support, and arrangement was made for replacement pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.